Event description:
It was reported that stent damage occurred. During unpacking of a 3.50x16mm promus element¿ plus drug eluting stent, the physician noted that the stent struts on the proximal edge were sitting up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).